Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because he wanted to explore other surgical options. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 16954473 description: next generation anchor kit-sterile.

Event description:
Report was received that the patient will undergo an explant procedure for an unknown reason.